Manufacturer narrative:
The pump with unknown serial number was not returned for evaluation. DHR review could not be performed since the pump serial number is unknown. Review of log files was not performed since log files covering the reported event date were not available for analysis. However, a screen shot of the vad parameters from the literature article indicates an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received via a literature article entitled "minimally invasive off-pump left ventricular assist device exchange: anterolateral thoracotomy". This article presents a case study of a patient who underwent successful ventricular assist device (vad) implantation via a sternotomy approach without complication. After three (3) uneventful years, the patient presented to hospital with a cerebral seizure with right-sided hemiparesis and aphasia. Laboratory testing revealed a therapeutic international normalized ratio (inr); while a computerized tomography (CT) scan revealed intracranial bleeding. The patient's anticoagulation was held (to avoid further bleeding) and the patient was treated with emergent trepanation with draining of the hematoma. The patient's inr was kept below 2.00. Three (3) days after the procedure, the patient was extubated and showed good neurological recovery with improved motor function. The patient was started on intravenous heparin with an activated clotting time goal of 160-180s. Nine (9) days after the procedure, the patient developed elevated vad power consumption and estimated flows along with hematuria. Laboratory testing revealed increase lactate dehydrogenase (ldh) and plasma-free hemoglobin (pfhgb) levels. A preliminary review of the controller log files by the site appear to confirm the reported pump parameters changes. The site felt that these findings were suggestive of pump thrombosis. The patient's hemodynamics remained stable with moderate catecholamine therapy. A transthoracic echocardiogram (tte) revealed a dilated left ventricle (lv) with and ejection fraction (ef) of fifteen percent (15%) and light mitral and tricuspid valve regurgitation. A decision was made to perform a minimally-invasive off-pump vad exchange without the use of heparin (due to the concerns about the patient's recent cerebral hemorrhage). The operative procedure was performed and the patient transferred back to the intensive care unit with minimal catecholamine support and sufficient flow of the device. The patient was extubated the next day and the patient's remaining hospital stay was uneventful. The patient was later transferred to a rehabilitation facility for neurological rehabilitation. The patient is reported to be on the cardiac transplant waiting list with good recovery of his neurological impairments. The authors of the article reported that the patient developed a thrombotic pump occlusion due to reduced anticoagulation therapy in the context of cerebral bleeding and neurological treatment. No further information has been provided.